Event description:
The customer reported to philips healthcare that the heartstart xl failed to shock with paddles. There was no pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.